Event description:
It was reported by service report that the nurse call cable had bent connector pins. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Discrepant cable.